Manufacturer narrative:
Examination of the returned devices confirms loosening. Notes from x-ray examination confirmed there was lucency at the lateral margin of the tibial tray and the lateral margin of the tibial stem at the cement-prosthesis interface consistent with loosening and movement. Osteolysis was found. Large joint effusion and synovial thickening evident. The patella is subluxed laterally and tilted in the position of imaging. Visual examination found evidence that suggested the wear on implants attributed to loosening and associated debris, possible cement technique related. Examination by depuy materials science confirms the visual examination. Poor cementing technique may have led to the try not bonding well to the cement and led to the reported loosening. The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision surgery due to pain and tibial component loosening. At revision, the lcs rps bearing explants appeared pitted on the femoral articular surface, and scratched and pitted on the undersurface of the bearing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.